Event description:
It was reported that there was a tear in the drape on both the outer and inner packaging. The tear was noticed prior to the medical procedure. There was no patient impact and no patient injury or adverse consequences were reported.

Event description:
It was reported that the pocket of the drape was torn. There was no patient impact and no patient injury or adverse consequences were reported.